Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked casing at a display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he is unable to read the screen on his insulin pump; the screen is bleeding. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that he dropped the insulin pump once or twice. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.